Manufacturer narrative:
Death has occurred to a peritoneal dialysis patient following treatment with a cycler. Due to lack of information an MDR will be filed against the cycler while undergoing review by post market clinical department and manufacturing plant.

Event description:
A peritoneal dialysis (pd) patient's daughter reported that her mother passed away following a brief hospitalization. She was not receiving pd treatment at the time. During follow up with the patient's pd clinic manager it was reported that the patient had informed the nurse (B)(6) 2014 she had felt severe head pain as if she had been struck and began to experience confusion. She did not seek medical attention at the time. On the evening of (B)(6) 2014 the patient had trouble setting up her pd treatment and did not complete treatment that night. On (B)(6) 2014 patient was six hours into treatment when her cycler alarmed and she could not resolve the issue. She reported that she had pushed in the pin but she was confused about the parts of the cycler and could not complete treatment. The on call nurse asked her to come into clinic. On (B)(6) 2014 patient came into clinic and showed severe confusion including cutting the patient line to disconnect from the cycler as she could not remember the proper procedure. The patient had effluent drained and it was clear. She was advised to go to the hospital due to her acute onset confusion. The patient was admitted to hospital. On (B)(6) the patient was found unresponsive without pulse or respiration. Her cause of death is listed as cardiac arrest.